Manufacturer narrative:
A field service engineer (fse) went on-site (B)(6) 2011, cleaned up the hydro area and replaced tubing assembly. This resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) stating a no foam bottle was leaking. No injury was reported.